Event description:
It was reported that fluid loss from this artificial urinary sphincter resulted in recurrent incontinence for the patient. The device was explanted. No further patient complications were reported.